Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 10/28/2016. The strip lot #d160425-1 was manufactured on 04/25/2016 and expired in apr. 2018. Ok biotech received no complaints from same manufacturing batch of strips . We tested the retain strips of same batch, the control solution tests for level low were 59/58 mg/dl; for level high were 246/255 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
The end user reported that he sought medical attention on (B)(6) 2017 at 2:00am after receiving a result of "hi" from the prodigy diabetes glucose meter. He was shaking and did not feel well and called the paramedics. They performed a blood glucose test with their meter and received a result of 114 mg/dl. There was no treatment administered by the paramedics. No additional information was provided in relations to this medical event.